Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, and dyspareunia. It was reported that the patient underwent total vaginal hysterectomy, anterior colporrhaphy, cystoscopy, and excision of displaced mesh suburethral sling material due to uterine prolapse, cystocele, mixed urinary incontinence, and recurrence on (B)(6) 2014 by (B)(6) md at (B)(6) health system-(B)(6). It was reported by an attorney that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2003 and mesh was implanted into the patient concurrently with laparotomy and right ovarian cystectomy.